Event description:
Customer reports that the device displayed 89mg/dl on the screen, but spoke the result of 160mg/dl. On another test that tday the screen displayed 56mg/dl but the device spoke the result of 100mg/dl. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.